Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified baxter access set under infused. During a 200 ml sodium chloride infusion the sigma spectrum infusion pump "showed that it was delivering 35 ml, however; only 4 ml was less from the bag". The tubing connected to it has a buretrol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.